Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0206298681, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 1000 mcg/ml at 335.7 mcg/day via an implantable pump. The indication for use was not reported. It was reported that during a normal pump replacement operation due to elective replacement indicator (eri), catheter damage at the pump connector was found. It was unknown when the damage occurred. The patient did not report any signs or symptoms. The pump catheter part (27.9cm) from the implanted catheter (8780, lot: 0206298681), was replaced with a new pump catheter part (27.9cm) from a new catheter (8780, lot 0217889278). The spinal catheter part remained implanted. The issue was resolved. The patient's status was alive - no injury. The partially explanted catheter would be returned to the device manufacturer. It was unknown if there were any environmental, external or patient factors that might have led or contributed to the event. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.